Event description:
The customer received a blood glucose reading of 600mg/dl on the contour next link , re-tested on a contour link and the reading was 114mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was not provided. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.